Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. The customers blood glucose (bg) was ¿high¿; however, a specific value was not provided. Reportedly the customer administered a manual injection to address bg level and reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.